Event description:
Revision due to alval. Some pain noted when checking function.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds one other report against the 2317187 for pain. A review of the DHR (device history record) for product no. (B)(4) lot 2317187 found no anomalies. No other reports were found against the remaining lot codes. No further information was provided to customer quality. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated.